Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer has pictures of the good ones (usable) and the bad one (unusable) and user stated that this has been going on for a couple of months. Per follow-up via email on (B)(6) 2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted and stated that catheter was tried to be inserted to the point of bleeding. Per follow up via phone on (B)(6) 2020, some of the catheters was not curved enough so the customer was unable to insert it all the way. Per additional follow up information via email on (B)(6) 2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer has pictures of the good ones (usable) and the bad one (unusable) and user stated that this has been going on for a couple of months. Per follow-up via email on (B)(6) 2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted and stated that catheter was tried to be inserted to the point of bleeding. Per follow up via phone on (B)(6) 2020, some of the catheters was not curved enough so the customer was unable to insert it all the way. Per additional follow up information via email on (B)(6) 2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.